Event description:
It was reported that during an ear surgery, an invasive cholesteatoma was discovered. In order to remove it the surgeon had to explant the middle ear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.